Event description:
On (B)(6) 2012 customer reported a clenz leak post-startup on the lh780 instrument. Customer could not identify the source of the leak. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and found the drain line from the probe rinse block had popped out causing the clenz leak. Fse reseated the tubing. Fse also found r flags on the differential results and replaced the hard tubing from the first shear valve to the differential mixing chamber. Fse ran startup and shutdown, and latron and 5c cell controls and all passed. This resolved the issue.

Manufacturer narrative:
(B)(4).